Event description:
It was reported by customer that the nurse using the accucath said the wire would not come out of the catheter once inserted. The wire had a lot of resistance and catheter had to be pulled out to get the wire out. It was reported this occurred with three patients. One patient just had to be stuck an extra time and complained that it hurt when inserting. Another nurse put in regular IV using the ultrasound. This report addresses the other two patients.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.